Event description:
The customer reported a loss of live image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank in the high voltage power supply. The system operates as intended.